Manufacturer narrative:
The device was not returned for evaluation, still implanted within the patient.

Event description:
Surgeon representative is reporting another aranax patient with a screw back out noticed at the patient's six month follow-up visit. Surgeon is not currently planning any revision surgery as long as it doesn't progress. He will continue monitoring the patient. If there are updates a follow up report will be filed.